Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
510k: this report is for an unknown multiloc nail/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that on (B)(6) 2018, the patient underwent an open reduction internal fixation (orif) with multiloc humeral nail was applied to surgery for the proximal humeral fractures. After insertion of an unknown screws for side stopping was completed, the surgeon tried to insert a multiloc end cap. However, it could not be inserted completely. He tried to reinsert it several times; however, it could not be inserted to the proper position. The surgeon decided to leave the end cap on the nail due to the nail had been inserted about two millimeters (2 mm) deeper than the proper position. Thus, it was supposed that the end cap would not protruded to the joint area though it was not inserted completely. The surgery was completed with no delay and no adverse consequence to the patient. Concomitant devices reported: locking screw (part/lot unknown, quantity 1). This report is for an unknown multiloc nail. This is report 2 of 2 for (B)(4).